Manufacturer narrative:
Additional/updated information can be found in the following fields: b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow up, what type? H6: adverse event problem (medical device problem code, investigation findings, and investigation conclusions). H11: additional manufacturer narrative: this supplemental MDR is being submitted to revise investigation findings to usage problem identified-c23 (4248), investigation conclusion code to cause traced to intentional off-label, unapproved, or contraindicated use-d1103 (24) and to reflect the addition off-label use-a2304 (1494) to medical device problem code in section h6.

Event description:
It was reported that during a left transcarotid artery revascularization (tcar) procedure, a dissection occurred in the common carotid artery (cca) after insertion of the arterial sheath of the enroute transcarotid neuroprotection system. The patient had a short runway of 3.8 cm and the physician had difficulty entering the vessel. The physician was unable to cross the dissection and converted the procedure to carotid endarterectomy (cea). No further complications were reported.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.